Manufacturer narrative:
The zoll catheter was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when the investigation has been completed.

Event description:
A (B)(6) years old male patient was hospitalized post resuscitation and received an ivtm treatment. A zoll icy catheter was inserted into the left femoral vein smoothly. The thermogard console was set to a target temperature of 33 degree celsius. After 6 hours of dwell time, the thermogard console ((B)(4)) exhibited a possible airtrap alarm and blood was noted inside the suk. Catheter leak was suspected. The reported issue was noted at 33 degree celsius. The customer discontinued treatment with the thermogard and blanketrol surface technology was used instead. No known impact or consequences to the patient was reported. Additional information received from zoll's technical representative stated that the thermogard console was tested in the field and operated as intended with no further issue observed.

Manufacturer narrative:
The reported catheter leak was confirmed. Visual inspection of the returned catheter was performed. No abnormalities with the catheter were seen. All lumens flushed as intended. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pin hole leak was observed at medial balloon. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect.